Event description:
The following information was provided: as reported: right total hip done today. This patient originally had a competitor hip resurfacing done in 2006. In 2018 the femur fractured around the resurfacing implant. At that time the femur was revised to an accolade 2 stem with a 28 mm head and 42e mdm liner and the competitor cup was left in. In surgery today it was observed that the mdm poly had a large groove worn into it and a crack propagated from this groove. The head and cup were removed. The cup was revised to a new competitor cup with competitor 36 mm liner. A 36 ceramic head with sleeve was implanted on the femoral side. No further information is available from the doctor or hospital. Additional information from rep: in 2018, an adm/mdm poly insert was implanted in the competitor shell without a metal liner or cement. A groove was worn into the poly parallel to the rim of the poly, developing into a crack. Intra-operatively, the femoral head appeared to be partially (not fully) dislocated from the poly.